Manufacturer narrative:
Zoll med.corp. Has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to treat a male patient (age unknown), the device self discharged four times w/out the user pressing the shock button. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical corporation and the customer's report was not replicated or confirmed. The device was put through extensive testing without duplicating the report. The device was recertified and returned to the customer. Review of the activity log showed no shocks have been delivered during the 2.5 years of service of the device. The clinical data was not available for review as part of this investigation. No trend is associated with reports of this type.